Event description:
It was reported by a competitor that the right ventricular (rv) lead "failed to sense." The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: p1501dr, implantable pulse generator (ipg), implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).